Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported patient presented at the hospital for a right ventricular lead extraction. Back in january noise was observed on the lead and patient was close to receiving shock. This was noted through remote monitoring and the patient was asymptomatic. Even though, programming changes were made, the physician elected to replace the lead as precaution. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.